Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multi-gas unit gave "failed" and "line blocked" error messages. They replaced the water trap and the line, but the issue persisted. Not in patient use. Investigation summary: the issue was duplicated during evaluation. The cause of the issue was determined to be failure of the pump or module. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 05/28/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 06/05/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 06/09/2025 emailed the bme for all information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit gave "failed" and "line blocked" error messages. They replaced the water trap and the line, but the issue persisted. Not in patient use.